Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 315 mg/dl. The customer indicated that the battery depletion issue was resolved after charging the pump fully and declined to troubleshoot the issue with tandem technical support.